Event description:
A patient underwent lumbar diskectomy with pedicle screw instrumentation. On the second day post-op, the nurse attempted to remove the hemovac from the patient's back wound. The nurse met resistance and called the surgeon. He came in and attempted to remove the tubing. Upon removal, the nurse noted the tubing was jagged. The following day, the patient had an xray completed which revealed a soft tissue foreign body. Patient returned to the or for wound inspection with removal foreign body.